Event description:
There have been problems with staff over tightening the bracket which wears the "teeth" down so it will not hold up as well as it should. A possible design flaw with yellofin.device #1is this a laboratory device or laboratory test?no.